Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the catheter was being placed in the right femoral vein by md in the ER. It was reported that the wire unraveled during the procedure and perforated the vessel causing some bleeding. The sales representative asked if the physician pulled back on the wire when it was in the needle, however, the clinician did not know. As a result, another tray was opened and used successfully.